Manufacturer narrative:
(B)(4). Concomitant medical products: 184786 - series a pat thn 34 3 peg - unknown; 183008 - vanguard cr ilok fem-rt 65 - unknown; 141234 - biomet cc cruciate tray 75mm - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02583, 0001825034-2022-02584, 0001825034-2022-02585.

Event description:
It was reported that the patient underwent a revision procedure due to an unspecified infection. A spacer was implanted as this was the first stage of a two stage revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; d10. D10: 184786 - series a pat thn 34 3 peg - unknown. 183008 - vanguard cr ilok fem-rt 65 - unknown. 141234 - biomet cc cruciate tray 75mm - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.